Event description:
The customer contact reported backflow. The tubing set was being used to deliver an unspecified medication. At an unspecified time, after an unspecified transfusion of an unspecified solution, the customer contact reported that an unspecified length of blood backflowed in the tubing set and unspecified tubing sets. No specific details were provided. There were no reported adverse patient effects and no reported delay of therapy critical to this patient. No medical interventions were reported. Though requested, no additional information was provided including if the tubing set was replaced and the therapy was resumed.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. The catalog number provided is the international list number that was involved in the reported event, which is comparable to the domestic list number listed in the "other" field. The domestic list number has a common device name of 80frn and 510k of k023062. The reporter was contacted and information on reprocessing of the device was requested; however, the information was not obtained. This report represents all the information known by the reporter upon query by hospira personnel.